Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is calling to report cosmetic damage. The blood glucose level is unknown. Troubleshooting was not performed. Product is expected to return.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. No missing segment/partial display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or a33 alarm noted during testing. Device had minor scratched lcd window, cracked reservoir tube window. (B)(4).